Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, in stent restenosis occurred and target vessel revascularization was performed. In (B)(6) 2011, the patient presented with medically refractory angina and was referred for cardiac catheterization. The 80% stenosed, 16mm long target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 3 mm. The target lesion was treated with direct placement of a 3.00 mm x 20 mm ion coa stent extending from the ostium of the lad, through the previously placed promus drug eluting stent, with 0% residual stenosis. The patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced stable angina. In (B)(6) 2012, the patient presented with progression of chest pain and cardiac catheterization was recommended. A 95% high-grade stenosis in the 1st diagonal branch was treated with a non-bsc 2.75 x 18 mm drug-eluting stent and post-dilatation was performed using kissing balloon technique with 0% residual stenosis. Because of high risk of repeat in-stent restenosis of the lad stents, focal restenosis of the proximal portion of the previously placed stents (B)(4) in proximal lad was treated with intracoronary brachytherapy using a non-bsc radiation emitting device. Post-dilatation was performed using a kissing balloon technique. The next day the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).